Event description:
A surgeon reported that ten years following intraocular implant (iol) surgeries, he observed vitreous detachments in patients 80 years and older. He did not observe these events in patients implanted three piece iols. The surgeon is unwilling to provide additional information.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).